Event description:
It was reported to philips that the system was not starting up, screen was stuck. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of use. It was reported that the system stuck on screen. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the system was stuck on screen says xray is starting up. Fse reloaded suite pc software and restored all configurations. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.